Manufacturer narrative:
Please note that this product no longer manufactured and previous medwatch reports for this product may have been submitted for the mfg site arjo med (B)(4). As of (B)(4)2010, that number was de-activated due to the site no longer being a MFR. Going forward, complaints related to this product are to be handled by arjo hospital equipment (B)(4). Arjohuntleigh received a complaint where it was indicated that during the transfer the pt slid out of a toilet sling. From the complaint details grid, we were informed that the pt involved in the incident received unk injury as a consequence of the event (described as "minor" by facility administrator). In accordance to info documented in the incident description form by an arjohuntleigh rep, no injuries were received to the pt. When reviewing similar reportable events, we have found a number of cases with similar fault description (slip out sling). The trend observed for reportable complaints with this failure mode is currently considered to be low and stable. It has been established that the lift device (marisa) and the toilet sling was being used for pt handling at the time of the event. The hoist and the sling which work as a system were found to have not been to specifications when the event took place. An on-site inspection by an arjohuntleigh rep found the lift with some damages. This is not likely to impact the performance of the lift when used accordingly to the IFU, as the unit is fully functional, but it is another indication that the lift in this condition should not have been used. An on-site inspection provided by an arjohuntleigh rep found the sling with washed label. This is also not likely to impact the performance of the sling when used according to the IFU, but it is another indication that the sling was worn, and should not have been used. This may point to the staff not knowing of the necessity of the pre-use checks as indicated in the IFU, which in turn makes it unlikely the pre-use check were followed. Two facts were indicated by the facility: that the resident was not in the sling correctly, the resident's arms were positioned inside of the sling not through the arm supports and that the sling was too large for the size of the pt. It is possible for a pt to slip out of a sling that is of a very inappropriate size (several sizes off) or an obvious wrong application (sling used upside down). In those cases it appears most likely the body of the sling occupant will slide out in its entirety. Based on the previous investigations, the most likely way to slip out of a toilet sling is to have the arms inside of the sling. Normally in all slings the arms should be on the inside, but with the toilet sling they should be on the outside as very clearly described in the toilet sling IFU. The facility was not forthcoming with details, despite our best efforts. Our eval appears to be in line with a use error having occurred, but does not allow us to perform a specific stimulation with regards to this event. Two scenarios were indicated by the facility: "the resident was not in the sling correctly, the resident's arms were positioned inside of the sling" and "the sling was too large for the size of the pt." Based on the customer info and earlier incidents, our assumption is that the incident happened due to IFU not having been followed on several points. In the labeling there is a particular attention to the responsibility of the device owner to make sure that the device users are trained and knowledgeable of the contents of the labeling. When the IFU would have been followed and the sling was applied correctly, inappropriate application of sling would have been detected and the event would have been avoided. From this eval, it appeared most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. We find this complaint to be reportable to the competent authorities.

Event description:
(B)(4).